Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Product review of the device by zimmer biomet taiwan on 6 february 2020 revealed the motor speed was erratic, the head assembly was loose, the head was worn, the 3in and 4in width plates were worn, there was large side play on the depth bar, and the device was out of calibration. Repair of the device was performed by zimmer biomet taiwan on 10 february 2020 which included replacement of the motor, motor sleeve, bearings, spring seal, o-ring, reciprocating arm, machined head, width plate screws, and 4in/3in width plates. The device, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item and part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event can be confirmed.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Report source - foreign - (B)(6). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that the device was not running smoothly over skin. No additional information is available.